Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block. The tubing was not returned for analysis. No leaks were found in the pump. The pump passed the functional test. Based on the information available and analysis results, the events of mechanical issue and hole/perforation are unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.